Event description:
It was reported that this dual coil right ventricular (rv) lead exhibited intermittent high out of range shock impedance measurements for approximately eleven (11) months. The out of range measurements were noted to have become more frequent. The patient was observed in the clinic and the device was interrogated. It was noted that the high impedance measurements were able to be reproduced in the triad configuration and the rv lead was subsequently reprogrammed to the single coil configuration. In addition, the beeping tones function was programmed on and the patient will continue to be monitored. The lead remains in-service. There were no patient symptoms or adverse patient effects.